Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas pure c 303 analytical unit. The first sample initially resulted in an hba1c value of 4.42 %. The sample was repeated, resulting in a value of 6.61 %. The second sample initially resulted in an hba1c value of 4.68 % on (B)(6) 2024. The sample was repeated, resulting in a value of 7.28 % on (B)(6) 2024.